Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) and left ventricular (lv) leads were checked via the pacing system analyzer (psa) and received good numbers. Once they were connected to the ports, high and out of range pacing impedance were observed on both leads and the rv lead exhibited loss of sensing. The device's header issue was suspected. During the revision on the next day, both leads were found plugging into the opposite ports on the implantable cardioverter-defibrillator. The issue was resolved and all numbers were great. The patient was stable before, during and after the procedure.